Manufacturer narrative:
A ge service rep performed an on site investigation. The batteries were replaced. The bios was reconfigured. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's screen would not turn on. No pt injury was reported.